Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that error evaluation shows computer is not starting. Connection cable checked for loose contacts, all connections removed and put back together. Computer starts again. Function check performed and passed. System rebooted 8 times without problems. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system outside of a procedure. The caller indicated that the navigation system shut down after a few minutes both monitors would flicker and the system shut down. After restart both monitors showed "no signal." There was no patient involved with this issue.